Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the pvl was unable to be confirmed, however it was reported the pvl was probably present at the time of implant. The pvl may have been due to patient and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 26 mm sapien xt was implanted in 2015 in the aortic position via transfemoral approach. The patient presented with symptoms of congestive heart failure (shortness of breath and dyspnea on exertion) and was found to have severe paravalvular leak (pvl). Upon review the cardiologist felt that the pvl was probably present at the time of original implant and missed on imaging and the severity of it was under-appreciated. A valve-in-valve procedure was performed with a 26 mm sapien 3 valve implanted in the 26 mm sapien xt with great results. The patient is doing well post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.